Manufacturer narrative:
A lot number was not provided so no investigation into a DHR or review of specific materials could be completed. The device's biocompatibility reports were reviewed and the results show the electrode is non-sensitizing, non-cytotoxic, and non-irritating. With the limited information available, no further action is required at this time.

Event description:
While using the electrode the patient was experiencing severe skin irritation. The patient reported that they started with regular chest patch application which is what caused the serious skin irritation which was bleeding at removal. The patient did seek medical attention and was advised to take a break in service and move the placement of the electrodes to a different spot to avoid further irritation however, the patient noted that did not work. The patient also used over the counter (otc) antibacterial and antifungal topical medication and continued with service.